Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited undersensing on the right ventricular (rv) channel due to a suspected micro-perforation. A revision procedure was performed and this lead was repositioned. No additional adverse patient effects were reported.